Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported that this device did not last as long as expected due to a low battery. Guidant received additional information that the device was prophylactically explanted due to the advisory affecting this model. The device was returned for analysis.